Event description:
It was reported that during a follow up, ventricular noise episodes were observed. The pulse generator was reprogrammed. There were no adverse events and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.